Event description:
This spontaneous report was received from the wife of a (B)(6) male. On (B)(6) 2011, the consumer used an application of lubricating jelly for an unspecified indication and developed itching all over his body, neck and back. He also developed difficulty breathing, a rapid heart rate and his blood pressure dropped. The consumer's wife called 911 and her husband was transported to the hospital. He had no known drug allergies. No further information was provided. Medical confirmation is being sought.